Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had recurring error ¿power-up test fail code #14. Patient involved. There was no report of harm or injury to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had recurring error ¿power-up test fail code #14. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: d9 (device available for eval?, return to manufacture date), h6 (type of investigation, investigation findings, investigation conclusions, component code). Additional info: e1 (B)(6). A getinge field service engineer (fse) was dispatched in order to evaluate the unit, and during the period of an evaluation, fse found that the unit had error code 14 for the first time and another during the testing of a unit. Actually, there were 3 codes, but only 77 were listed in the "recent faults" section, and the unit was only used for 12 hours after the last service call. Then, the fse further troubleshooted the unit and could not find any other problems with the unit. Then, the fse further replaced the - compressor scroll so that after the replacement, the unit had passed all the functional and safety tests per factory specifications. The unit was released to the customer and cleared for use. There was no involvement of the patient during this incident, and no harm related to the patient was reported during this incident. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint: pn rev. A, sn part was received with a reported failure of a recurring error code 14.the fat performed a visual inspection and found the part to be in good condition.the fat installed pn in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. No failure confirmed.retaining the part in the failure analysis and testing department per procedure number rev. Ar.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.